Event description:
The lay user/reporter called lifescan (lfs) on april 27, 2006, and alleged that the pt's meter was reading inaccurately low. The medical affairs specialist spoke to the pt's husband one day later, and obtained and verified the following information. The reporter was unwilling to provide very much information regarding the events that took place. According to the reporter, the pt tested on her meter on april 27, 2006. She obtained a result of 188 mg/dl on her meter. She reported feeling shaky at the time of the test. She went to the hosp approx 4 hours later and obtained a result of somewhere between 360 and 390 mg/dl. The reporter was asked if there was any intervention between the results, but he would not answer the question. She was given insulin at the hosp and afterwards a meter to hosp meter comparison was performed. The pt's meter read 191 mg/dl and the hosp meter read 239 mg/dl. The test strips were in good condition, codes matched, and the technique for cleaning the puncture site was correct. The reporter was unable to state if the technique for applying the blood to test the strip was correct. The pt did not have control solution of a check strip to troubleshoot. This complaint is being reported, as the pt obtained a result of 188 mg/dl and subsequently was treated with insulin at the hosp for high blood glucose results. A replacement meter has been sent.